Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 590 mg/dl. Cause was not known. Customer was admitted to the hospital and received intravenous fluids including magnesium and insulin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.